Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had high impedance and oversensing. Lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on 30 oct and 29 nov 2013. Max scv defib and defib active can impedance rises from an approximate baseline of 50 ohms to greater than 150 ohms the week ending 05 nov 2013.